Event description:
It was reported that during a threshold test phrenic nerve stimulation was observed and the right ventricular output was decreased to avoid the stimulation. Due to the program changes, intermittent right ventricular loss of capture was observed. Successful lv capture was noted. It was determined that programming changes would not resolve the intermittent loss of rv capture without continued phrenic nerve stimulation. The device was programmed to avoid the phrenic nerve stimulation. No further information is available.